Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased spasticity and was not "getting good results" since the pump was replaced. The patient and the patient's family heard intermittent alarming three times. The pump logs showed no alarms. There was no volume discrepancy. The pump contained compounded baclofen. Further diagnostic testing was being considered. Additional information has been requested from the hcp, but was not available as of the date of this report.